Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Most likely, the wand reached the end of its useful life, as this will cause decreased functionality of the device and the contact ¿electrode¿ to break. Factors unrelated to the design and manufacture of the device which could have contributed to the reported event includes extended ablation or use of power level settings above the recommended default levels. There were no indications that would suggest that the device did not meet product specification upon release into distribution.

Event description:
It was reported that during an unknown procedure, while using the device the doctor reported that the contact broke too early. No patient injury or significant delay were reported. Back up was available.

Event description:
It was reported that while using the device the doctor reported that the contact broke too early. No patient injury or significant delay were reported. Back up was available.